Event description:
Boston scientific received information that this left ventricular (lv) lead was suspected for lead dislodgement. Pacing impedance measurements for this lead had decrease but within normal range. Threshold measurement and sensing were stable. Attempts to obtain additional information were unsuccessful. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.